Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for leaflet damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a p3 flail. A mitraclip was advanced and grasping was attempted, however the leaflet tore. There was no difficulty grasping leaflets. The clip was not implanted and was removed from the anatomy. Post procedure mr remained at 4. Mitral valve repair surgery was performed on (B)(6) 2019. The patient is stable and doing well. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of unchanged mitral regurgitation (mr) and mitral valve tissue damage as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. Based on the information reviewed a conclusive cause for the reported difficult mitral valve tissue damage cannot be determined. The unchanged mr is the result of procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.